Event description:
The caller reported damage to the pump housing, specifically around the usb port, impacting their ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to place the pump in storage mode and return it to tandem using a pre-paid label. A replacement pump was arranged by technical support.